Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/migration') in an adult female patient who had essure (batch no. 958708) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included paratubal cyst, adenomyosis, fibroids and vulval lesion. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device: uterus"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss"), anxiety ("anxiety"), depression ("depression"), hypersensitivity ("allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), acne ("acne"), mood swings ("mood swings"), dry skin ("dry skin"), sciatica ("sciatica"), vision blurred ("blurred vision"), memory impairment ("forgetfulness") and feeling abnormal ("brain fog") and was found to have neoplasm ("tumor") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy(full),salpingectomy(bilateral)). Essure was removed on (B)(6)2016. At the time of the report, the fallopian tube perforation, device expulsion, headache, alopecia, neoplasm, acne, mood swings, sciatica, vision blurred, weight increased, memory impairment and feeling abnormal outcome was unknown, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, anxiety, depression, hypersensitivity and vaginal haemorrhage had resolved and the migraine and fatigue was resolving. The reporter considered abdominal pain, acne, alopecia, anxiety, depression, device expulsion, dry skin, dysmenorrhoea, fallopian tube perforation, fatigue, feeling abnormal, headache, hypersensitivity, memory impairment, menorrhagia, migraine, mood swings, neoplasm, pelvic pain, sciatica, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: plaintiff received treatment for fallopian tube perforation, migration, pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), anxiety, depression. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2012: bilateral occlusion. Pathology test - on (B)(6)2016: the proximal portion of each fallopian tube contains a tightly coiled metallic wire contraception device, grossly consistent with essure device. The right fallopian tube measures 4.5 x 0.5 cm and shows a pedunculated 0.8 cm paratubal cyst. The left fallopian tube measures 5.3 cm x 0.5 cm and is otherwise grossly unremarkable. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia concerning the injuries reported in this case, the following ones were described in patient's social media records: dry skin, mood swings, acne, sciatica ,burred vision, weight gain, memory impairment, feeling abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs mr and social media received. Reporters information updated. Lot no. Were added. Event:migration of essure device: uterus,abnormal bleeding (vaginal),dry skin, mood swings, acne, sciatica ,burred vision,weight gain, forgetfulness, brain fog were added. Event outcome were updated to recovering: fatigue and migraine. Medical history and lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/migration') in an adult female patient who had essure (batch no: 958708) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included paratubal cyst, adenomyosis, fibroids and vulval lesion. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device: uterus"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss"), anxiety ("anxiety"), depression ("depression"), hypersensitivity ("allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal"), acne ("acne"), mood swings ("mood swings"), dry skin ("dry skin"), sciatica ("sciatica"), vision blurred ("blurred vision"), memory impairment ("forgetfulness") and feeling abnormal ("brain fog") and was found to have neoplasm ("tumor") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy(full), salpingectomy(bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device expulsion, headache, alopecia, neoplasm, acne, mood swings, sciatica, vision blurred, weight increased, memory impairment and feeling abnormal outcome was unknown, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, anxiety, depression, hypersensitivity and vaginal haemorrhage had resolved and the migraine and fatigue was resolving. The reporter considered abdominal pain, acne, alopecia, anxiety, depression, device expulsion, dry skin, dysmenorrhoea, fallopian tube perforation, fatigue, feeling abnormal, headache, hypersensitivity, memory impairment, menorrhagia, migraine, mood swings, neoplasm, pelvic pain, sciatica, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: plaintiff received treatment for fallopian tube perforation, migration, pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), anxiety, depression. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2012: bilateral occlusion. Pathology test: on (B)(6) 2016: the proximal portion of each fallopian tube contains a tightly coiled metallic wire contraception device, grossly consistent with essure device. The right fallopian tube. Measures 4.5 x 0.5 cm and shows a pedunculated 0.8 cm paratubal cyst. The left fallopian tube. Measures 5.3 cm x 0.5 cm and is otherwise grossly unremarkable. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Concerning the injuries reported in this case, the following ones were described in patient's social media records: dry skin, mood swings, acne, sciatica ,burred vision, weight gain, memory impairment, feeling abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/migration') and uterine perforation ('left coil was about to puncture the uterus/coil was perforating my uterus/ left coil was just about to pierce my uterus') in an adult female patient who had essure (batch no. 958708) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included paratubal cyst, adenomyosis, fibroids and vulval lesion. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device: uterus"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss"), anxiety ("anxiety"), depression ("depression"), hypersensitivity ("allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), acne ("acne"), mood swings ("mood swings"), dry skin ("dry skin"), sciatica ("sciatica"), vision blurred ("blurred vision"), memory impairment ("forgetfulness"), feeling abnormal ("brain fog") and adenomyosis ("adenomyosis") and was found to have neoplasm ("tumor"), weight increased ("weight gain") and uterine leiomyoma ("fibroids in my uterus"). The patient was treated with surgery (hysterectomy(full),salpingectomy(bilateral), cervicectomy, oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, headache, alopecia, neoplasm, acne, mood swings, sciatica, vision blurred, weight increased, memory impairment, feeling abnormal, uterine leiomyoma and adenomyosis outcome was unknown, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, anxiety, depression, hypersensitivity and vaginal haemorrhage had resolved and the migraine and fatigue was resolving. The reporter considered abdominal pain, acne, adenomyosis, alopecia, anxiety, depression, device expulsion, dry skin, dysmenorrhoea, fallopian tube perforation, fatigue, feeling abnormal, headache, hypersensitivity, memory impairment, menorrhagia, migraine, mood swings, neoplasm, pelvic pain, sciatica, uterine leiomyoma, uterine perforation, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: plaintiff received treatment for fallopian tube perforation, migration, pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), anxiety, depression. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral occlusion. Pathology test - on (B)(6) 2016: the proximal portion of each fallopian tube contains a tightly coiled metallic wire contraception device, grossly consistent with essure device. The right fallopian tube measures 4.5 x 0.5 cm and shows a pedunculated 0.8 cm paratubal cyst. The left fallopian tube measures 5.3 cm x 0.5 cm and is otherwise grossly unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New events added: fibroids in my uterus, coil was perforating my uterus, adenomyosis. Reporters were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/ migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss"), anxiety ("anxiety"), depression ("depression") and hypersensitivity ("allergy") and was found to have neoplasm ("tumor"). The patient was treated with surgery (hysterectomy(full), salpingectomy(bilateral)). Essure was removed. At the time of the report, the fallopian tube perforation, migraine, headache, fatigue, alopecia and neoplasm outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, anxiety, depression and hypersensitivity had resolved. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, fallopian tube perforation, fatigue, headache, hypersensitivity, menorrhagia, migraine, neoplasm and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for fallopian tube perforation, migration, pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), anxiety, depression. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: plaintiff fact sheet received. Event injury was updated to events: fallopian tube perforation, migration, pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), migraine, headaches, fatigue, hair loss, tumor, anxiety, depression and allergy. Outcome for events pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding) and allergy were resolved. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.